Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Customer's blood glucose level ranged between 150 mg/dl and 250 mg/dl. During a system check, the pump functioned as expected.